Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a system fault code indicating an open circuit condition detected during shock delivery. It was reported that the patient came to the emergency room (ER) as they had received a full series of inappropriate shocks. The patient was in atrial fibrillation (af) and had stopped taking their medications. The device was programmed to monitor only at 150 beats per minute and the patient's rate accelerated into the next zone therefore the device provided therapy. A magnet was placed over the device to inhibit shock therapy. It was also observed that the device's clock was inaccurate. Boston scientific technical services (ts) stated that the system need to be evaluated and system integrity testing to be performed. A commanded shock lead impedance test was performed and returned a value of 76 ohms. All other lead measurements were determined to be normal. Additional information was received that this patient is non-complaint and has not returned for system integrity testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.